Event description:
It was reported the patient's neurostimulator was not helping. The device had been adjusted. It was later reported the stimulation therapy had initially helped, but it was no longer helping the patient and had "not worked for the patient for a long time." The therapy had not been used for over one year.

Manufacturer narrative:
.